Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd alaris smartsite low sorbing secondary set had component separation issues. The following information was provided by the initial reporter: "secondary tubing came apart from connection of drip chamber and tubing..."

Event description:
It was reported bd alaris smartsite low sorbing secondary set had component separation issues. The following information was provided by the initial reporter: "secondary tubing came apart from connection of drip chamber and tubing".

Manufacturer narrative:
H.6. Investigation: the customer reported separation at drip chamber on material 10014881, and returned two pictures of the failure. The photos verify the separation, and the complaint is verified. The root cause could not be determined without the physical sample returned. The root cause cannot be confirmed for sure without the physical sample, but failures of this nature and material are being addressed under CAPA#3974230 to fix the issue. A device history record review could not be performed on model 10014881 because the lot number is unknown.